Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11. H4: the lot was manufactured in february 2025. H11: seventeen (17) actual samples were received for evaluation. Visual inspection on the actual samples showed various types of particles of foreign matter enclosed in the sealed product packaging. The foreign matters were described as imperfection/ dark spot and dark/brown fibers embedded outside the tubing, white spike connector, inside the transparent cap of spike connector, or white connector. Additionally white liquid like material was observed inside the transparent cap of the white spike connector and within the fluid pathway. The reported condition was verified. The cause of the condition was determined to be contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seventeen (17) vented high-volume inlets had black/white particles and lint. The location of the particles was either the outer packaging, in the inlet, or on the connectors. The issue was noticed before use. There was no patient involvement. No additional information is available.